Event description:
It was reported that initially, it was noted that the right ventricular (rv) lead exhibited high and varying high voltage impedances. Further investigation revealed that all leads exhibited a significant drop in pace/sense impedances, which also coincided with a sudden drop in device battery voltage. Additionally, it was difficult to interrogate the device, and upon performing an underlying rhythm test, the device was not sensing the intrinsic rhythm, and all that was visible on the electrocardiograms was noise, regardless of the source. The device was explanted and replaced. During the replacement procedure, all of the leads were tested, and were found to be functioning normally, and as such, were reused. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2008 4193 implantable pacing lead - (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Based on the destructive analysis results, no internal short occurred in the battery. The condition of the anode suggests the battery saw a higher current drain rate which would increase the discharge of the li along the edges and in the turns, as seen in the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.